Event description:
It was reported that the ilet was beeping and the user disconnected the pump and administered subcutaneous insulin by pen after a supply change in which the infusion set needle was inadvertently inserted into the adhesive rather than the body, leading to hyperglycemia with a highest blood glucose of 571 mg/dl. Troubleshooting and education were provided, including instructions to shut the ilet down to silence alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem due to an improper procedure and failure to follow instructions during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.